Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdomen pain") and blood loss anaemia ("extremely heavy bleeding and clotting(so much so that I get anemic") in a female patient who had essure (batch no. A20060) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding. Concurrent conditions included dyspareunia and adenomyosis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychological or psychiatric problems condition: anxiety,"), migraine ("migraines"), headache ("headaches"), the first episode of adenomyosis ("reproductive system disorder or condition type of disorder or condition adenomyosis"), dysmenorrhoea ("dysmenorrhea (cramping)/horrible cramps"), the first episode of vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), constipation ("gastrointestinal or digestive system condition:constipation"), menorrhagia ("abnormal bleeding(vaginal,menorrhagia)monthly cycle was exteremely heavy,monthly cycles are worse,extremely heavy bleeding and clotting"), night sweats ("other injury or complications: night sweats"), coital bleeding ("other injuries or complications: bleeding after sex"), breast tenderness ("other injuries or complications: breast tenderness"), flatulence ("gastrointestinal or digestive system condition gas"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), feeling abnormal ("brain fog"), endometriosis ("endometriosis"), abdominal distension ("bloating"), procedural pain ("I do remember waking up toward the end of my procedure with cramps."), the second episode of vaginal discharge ("brownish discharge"), blood loss anaemia (seriousness criterion medically significant), ovarian cyst ("cystic left ovary"), the second episode of adenomyosis ("adenomyosis") and polymenorrhoea ("I started my cycle again 1-2 weeks later") and was found to have weight increased ("weight gain / loss specify which one weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain and headache was resolving, the vaginal haemorrhage, anxiety, migraine, dysmenorrhoea, weight increased, alopecia, menorrhagia, night sweats, coital bleeding, breast tenderness, hypoaesthesia, paraesthesia, feeling abnormal, endometriosis, procedural pain, the last episode of vaginal discharge, blood loss anaemia, ovarian cyst, the last episode of adenomyosis and polymenorrhoea outcome was unknown and the fatigue, constipation, flatulence and abdominal distension had resolved. The reporter provided no causality assessment for blood loss anaemia, ovarian cyst, polymenorrhoea, procedural pain, the second episode of adenomyosis and the second episode of vaginal discharge with essure. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, breast tenderness, coital bleeding, constipation, dysmenorrhoea, endometriosis, fatigue, feeling abnormal, flatulence, headache, hypoaesthesia, menorrhagia, migraine, night sweats, paraesthesia, vaginal haemorrhage, weight increased, the first episode of adenomyosis and the first episode of vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2017: complex cyst left ovary suspect hemorrhagic cyst or endometrioma. Ultrasound scan - on (B)(6) 2017: junctional zone thickening with small subendometrial cyst. Adenomyosis could account for the patient¿s menorrhagia. Resolution of small hemorrhagic appearing cyst of the left ovary since the prior sonogram. Concerning the injuries reported in this case the following events were confirmed via patient's medical record : dysmenorrhea: menorrhagia . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-may-2019: pfs+mr+social media received : lot number added. The following events were added : abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: anxiety, migraines, headaches, reproductive system disorder or condition type of disorder or condition: adenomyosis, endometriosis, I do remember waking up toward the end of my procedure with cramps, I started my cycle again 1-2 weeks later,dysmenorrhea (cramping), pain (abdomen), adenomyosis, vaginal discharge, cystic left ovary, fatigue, weight gain, hair loss, gastrointestinal or digestive system condition: gas, constipation, other injuries or complications: breast tenderness, other injuries or complications: bleeding after sex, other injury or complications: night sweats. Event "injury" was deleted and was updated to more specified event such as abdominal pain. Reporter information updated. Concomitant conditions and medical history added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen pain/pain') and blood loss anaemia ('extremely heavy bleeding and clotting(so much so that I get anemic') in a female patient who had essure (batch no. A20060) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding. Previously administered products included for an unreported indication: birth control pill. Concurrent conditions included dyspareunia and adenomyosis. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)/horrible cramps"), vaginal discharge ("vaginal discharge") and menorrhagia ("abnormal bleeding(vaginal,menorrhagia)monthly cycle was extremely heavy, monthly cycles are worse,extremely heavy bleeding and clotting"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain / loss specify which one weight gain"). In (B)(6) 2015, the patient experienced migraine ("migraines"), constipation ("gastrointestinal or digestive system condition:constipation"), flatulence ("gastrointestinal or digestive system condition gas") and gastrooesophageal reflux disease ("acid reflex"). In (B)(6) 2015, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety,"). In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). In (B)(6) 2017, the patient experienced night sweats ("other injury or complications:night sweats"), coital bleeding ("other injuries or complications: bleeding after sex"), breast tenderness ("other injuries or complications :breast tenderness"), hypoaesthesia ("numbness"), paraesthesia ("tingling") and feeling abnormal ("brain fog"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced blood loss anaemia (seriousness criterion medically significant), headache ("headaches"), the first episode of adenomyosis ("reproductive system disorder or condition type of disorder or condition adenomyosis"), endometriosis ("endometriosis"), abdominal distension ("bloating"), procedural pain ("I do remember waking up toward the end of my procedure with cramps."), vaginal discharge abnormality ("brownish discharge"), ovarian cyst ("cystic left ovary"), the second episode of adenomyosis ("adenomyosis") and polymenorrhoea ("I started my cycle again 1-2 weeks later"). The patient was treated with surgery (hysterectomy(full) with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain and headache was resolving, the blood loss anaemia, vaginal haemorrhage, anxiety, migraine, dysmenorrhoea, vaginal discharge, weight increased, alopecia, menorrhagia, night sweats, coital bleeding, breast tenderness, hypoaesthesia, paraesthesia, feeling abnormal, endometriosis, procedural pain, vaginal discharge abnormality, ovarian cyst, the last episode of adenomyosis, polymenorrhoea and gastrooesophageal reflux disease outcome was unknown and the fatigue, constipation, flatulence and abdominal distension had resolved. The reporter provided no causality assessment for blood loss anaemia, ovarian cyst, polymenorrhoea, procedural pain, vaginal discharge abnormality and the second episode of adenomyosis with essure. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, breast tenderness, coital bleeding, constipation, dysmenorrhoea, endometriosis, fatigue, feeling abnormal, flatulence, gastrooesophageal reflux disease, headache, hypoaesthesia, menorrhagia, migraine, night sweats, paraesthesia, vaginal discharge, vaginal haemorrhage, weight increased and the first episode of adenomyosis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2017: complex cyst left ovary suspect hemorrhagic cyst or endometrioma. Ultrasound scan - on (B)(6) 2017: junctional zone thickening with small subendometrial cyst. Adenomyosis could account for the patient¿s menorrhagia. Resolution of small hemorrhagic appearing cyst of the left ovary since the prior sonogram. Concerning the injuries reported in this case the following events were confirmed via patient's medical record : dysmenorrhea:, menorrhagia. Concerning the injuries reported in this case, the following ones were reported via social medial: gastrooesophageal reflux disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2019: pfs received. Reporter information, historical drug added. Events : acid reflex added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdomen pain") and blood loss anaemia ("extremely heavy bleeding and clotting(so much so that I get anemic") in a female patient who had essure (batch no. A20060) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding. Concurrent conditions included dyspareunia and adenomyosis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), blood loss anaemia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychological or psychiatric problems condition: anxiety,"), migraine ("migraines"), headache ("headaches"), the first episode of adenomyosis ("reproductive system disorder or condition type of disorder or condition adenomyosis"), dysmenorrhoea ("dysmenorrhea (cramping)/horrible cramps"), the first episode of vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), constipation ("gastrointestinal or digestive system condition:constipation"), menorrhagia ("abnormal bleeding(vaginal,menorrhagia)monthly cycle was extremely heavy,monthly cycles are worse,extremely heavy bleeding and clotting"), night sweats ("other injury or complications:night sweats"), coital bleeding ("other injuries or complications: bleeding after sex"), breast tenderness ("other injuries or complications :breast tenderness"), flatulence ("gastrointestinal or digestive system condition gas"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), feeling abnormal ("brain fog"), endometriosis ("endometriosis"), abdominal distension ("bloating"), procedural pain ("I do remember waking up toward the end of my procedure with cramps."), the second episode of vaginal discharge ("brownish discharge"), ovarian cyst ("cystic left ovary"), the second episode of adenomyosis ("adenomyosis") and polymenorrhoea ("I started my cycle again 1-2 weeks later") and was found to have weight increased ("weight gain / loss specify which one weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain and headache was resolving, the blood loss anaemia, vaginal haemorrhage, anxiety, migraine, dysmenorrhoea, weight increased, alopecia, menorrhagia, night sweats, coital bleeding, breast tenderness, hypoaesthesia, paraesthesia, feeling abnormal, endometriosis, procedural pain, the last episode of vaginal discharge, ovarian cyst, the last episode of adenomyosis and polymenorrhoea outcome was unknown and the fatigue, constipation, flatulence and abdominal distension had resolved. The reporter provided no causality assessment for blood loss anaemia, ovarian cyst, polymenorrhoea, procedural pain, the second episode of adenomyosis and the second episode of vaginal discharge with essure. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, breast tenderness, coital bleeding, constipation, dysmenorrhoea, endometriosis, fatigue, feeling abnormal, flatulence, headache, hypoaesthesia, menorrhagia, migraine, night sweats, paraesthesia, vaginal haemorrhage, weight increased, the first episode of adenomyosis and the first episode of vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2017: complex cyst left ovary suspect hemorrhagic cyst or endometrioma.. Ultrasound scan - on (B)(6) 2017: junctional zone thickening with small sybendometrial cyst. Adenomyosis could account for the patient¿s menorrhagia. Resolution of small hemorrhagic appearing cyst of the left ovary since the prior sonogram. Concerning the injuries reported in this case the following events were confirmed via patient's medical record : dysmenorrhea:,menorrhagia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.